Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11247. It was reported the patient had pain at the ipg site whether the scs system was turned on or off. In addition, the patient reported ineffective stimulation. Reprogramming was unable to provide stimulation which satisfied the patient. The sjm representative met with the patient and it was reported the system was functioning normally. The patient may undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.